Manufacturer narrative:
Approximate age of device ¿ 2 years and 11 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient observed damage to the driveline. Taped was applied to the driveline. Patient was asymptomatic. No additional information was provided.

Manufacturer narrative:
The report of damage to the silicone sleeve of the driveline was confirmed through the attached images. The evaluation of the submitted log file appeared to show the pump functioning as intended. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. The log file appeared to show the system operating as intended. No further information was provided. The manufacturer is closing the file on this event.